Manufacturer narrative:
This report is submitted on 13 january 2020.

Event description:
It was reported that the patient was treated with a steroid injection at abutment site.

Manufacturer narrative:
This report is submitted on november 15, 2019.

Event description:
Per the clinic, the patient experienced inflammation at the abutment site that was treated with a topical antibiotic. The implant remains in-situ.